Event description:
A physician reported a certas valve (ID 828804) was implanted via l-p shunt in (B)(6) 2020 with setting 4. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2022 the patient had a headache. On (B)(6) 2022, the operator tried to change the set pressure from setting to 4 to setting 6 however, the setting could only be change to setting 4 and 8. It was confirmed by "CT" image, but it was not reversed. Therefore, the valve was removed and replaced on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve was returned for evaluation. Unique device identification (UDI): (B)(4). Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; no defect was noted. The valve was hydrated. The catheter was irrigated, no occlusion noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, flushed, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no programing issues were noted.